Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm on. The customer¿s blood glucose was 87 mg/dl and the sensor glucose was 44 mg/dl and suspended on (B)(6) 2019. At night sensor glucose was 48 mg/dl and blood glucose was 135 mg/dl and on (B)(6) 2019 sensor glucose level was 48 mg/dl and blood glucose was 158 mg/dl. The customer also had blood glucose level of 266 mg/dl. The customer declined troubleshooting for sensor glucose verses blood glucose issue. The sensor will not be returned for analysis.